Event description:
It was initially reported to manufacturer that the vns pt had surgery for a generator replacement. The generator was returned to manufacturer for analysis, and the return product form documented a lead discontinuity as the reason for explantation. Further follow-up with the surgeon's office indicated that a pre-operative system diagnostic test revealed high lead impedance, near end service was set to no. During surgery, a lead discontinuity was observed. Revision surgery was performed where both the generator and lead were replaced. The lead was subsequently discarded following explantation and will therefore not be returned for product analysis. The generator is pending the completion of the lab analysis; however, the analysis findings are not expected to reveal that the generator contributed to the reported high lead impedance event. There was no report of any trauma, manipulation of the device, or any other believed cause provided by the surgeon. Additionally, there were no other adverse events reported. Preoperative x-rays are not available for review.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.